Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, it was reported via chat (online communication) by the significant other that the patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the arm. While getting ready for work, the patient received a notification that the bg was 200 mg/dl and falling rapidly. An unspecified amount of time later, the patient experienced a seizure with fall and subsequent injuries to his back muscles and from biting his tongue. At the time of the seizure, the bg was 29 mg/dl. There was no information about corresponding cgm values at the time of the seizure. The significant other provided the patient with 15 g of emergency glucose. The significant other called 911 and the patient was treated with 30 grams of glucose and dextrose via an unspecified route before being transported to the emergency department. At some point during the event, the cgm was reading 300 mg/dl and the blood glucose reading was 187 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was doing fine. Dexcom technical support diligence attempts to contact the reporter for more information did not provide clarifying details about the bg and cgm values at the time of the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and seizure.